Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was instructed to revert to manual daily injections as a backup therapy and was provided with a replacement pump by cts. They received instructions on placing the old pump in storage mode and returning it using a pre-paid ups label. The customer acknowledged the steps and instructions provided.